Event description:
It was reported that during implant of the atrial lead, the lead could not be inserted into the pulse generator header. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis confirmed the connection issue seen in the field. The outer diameter of the insulation and connector boot adjacent to the sealant rings were found to be out of specification.